Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 7.0 / 7.4 / 8.4 / 8.7 cm (outer insulation / outer coil / inner insulation / inner coil) with full breached insulation degradation at 4.4 cm to 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.